Manufacturer narrative:
B1 defines other serious medical event because of the ro marker that remains in the patient.

Manufacturer narrative:
The device was returned for evaluation. The following visual examinations were noted on the returned device: sheath is curvature noted. Liner is fully expanded as designed. Distal tip is missing and circumferential torn. C-marker band is missing. Scratches on the distal tip and sheath shaft. Slant score lines present. Distal tip torn circumferentially torn (missing piece), axial score line did not open, and stretched hdpe. Axial and slant score lines present. The provided imagery was reviewed, and the following observations were made: artifact that resembles sheath c-marker band within patients access vessel. Visible stretching of the esheath tip. There was no imagery provided for thv deployment. The reported events were confirmed per evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. As no lot number was provided, a review of the DHR and lot history was unable to be performed. However, there is no indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. Additionally, per evaluation of the returned device, curvature and scratches were noted on the sheath shaft. Curvature along the sheath shaft can be indicative of the presence of vessel tortuosity and scratches observed on the sheath shaft can be indicative of the presence of calcified nodules within the access vessel. Per the training manual, push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Tortuosity can lead to non-coaxial alignment between the crimped valve and the sheath, which may lead to the valve struts to catch onto the sheath distal tip, increasing resistance during advancement and tearing the tip. Calcification can create a constrained effect on the sheath leading to sub-optimal conditions for distal tip expansion. As such, it is possible that improper tip expansion during thv advancement and/or patient factors (tortuosity, calcification) may have contributed to the complaint events. However, a definitive root cause was unable to be determined. A corrective action preventative action investigation has been initiated. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The devices were not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided for review. The provided imagery was reviewed, and the following observations were made: artifact that resembles sheath c-marker band within patients access vessel. Visible stretching of the esheath tip. There was no imagery provided for thv deployment. The reported events were confirmed per evaluation of the provided imagery. However, no manufacturing nonconformance was identified during evaluation. As no lot number was provided, a review of the DHR and lot history was unable to be performed. However, there is no indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. Per the complaint description, during valve insertion through sheath the surgeon noticed an unusual amount of resistance as the valve exited the sheath. Per additional information, the sheath tip was missing, it appeared the tip c never opened and tore off. It was noted that the tip of the sheath go stuck on the valve and tracked up with it during deployment. When the force was great enough the c finally opened and allowed the valve to fully expand. Per evaluation of the provided imagery, an artifact that resembles the sheath c-marker band was within patients access vessel. Due to limited information provided, it is unable to confirm that the separated tip interfered with thv deployment. While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to the experienced delivery system advancement resistance at the sheath distal tip and the distal tip tear and separation. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing; device not returned. H3 other text : device not returned.

Event description:
As reported, during valve insertion through sheath the surgeon noticed an unusual amount of resistance as the valve exited the sheath. During the deployment the distal end of the valve nearest the nose cone was slow to expand, the tip of the sheath got stuck when the delivery system and valve were going through the sheath and came free when the delivery system and valve managed to exit the tip of the sheath, the tip of the sheath never opened, tor/broke off and tracked all the way to the valve deployment in the aortic annulus. After more balloon pressure was applied, the valve opened correctly (as the force was great enough the c finally opened and allowed the valve to fully expand) and was secured to the annulus at 80/20 depth. The vascular surgeon determined that it was safer to leave the piece of the tip in the patient for it to endothelize.